Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of approximately 1 month (1.03 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. Patient had another device implanted. (B)(4) MDR 2015691-2010-14362. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation has been received from the health-care provider. It is unknown if the device remains implanted or if an autopsy was done. There is no information from the hospital to suggest that there was a device malfunction or if this device contributed to the patient's death. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.